Manufacturer narrative:
The reported events were lead dislodgement and low r-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix and be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of low r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular lead had r-wave amplitude variation. Review of diagnostic imaging revealed that the right ventricular lead was dislodged. The physician elected to explant and replace the lead. The patient was in stable condition.